Event description:
It was reported that the device battery measurement was lower than the elective replacement battery voltage level (eri) but there is no eri indicator. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was still reporting a low battery voltage when interrogated. The device remains in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device battery measurement was lower than the elective replacement battery voltage level (eri) but there is no eri indicator. It was later reported that the device was still reporting a low battery voltage when interrogated. It was further reported that an elective replacement indicator was triggered and the device was explanted and replaced. Patient symptoms include sick sinus syndrome and syncope. No patient complications were reported as a result of this event.

Event description:
It was reported that the device battery measurement was lower than the elective replacement battery voltage level (eri) but there is no eri indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(6) 2010, the telemetered battery voltage was 2.57 v, while the daily battery voltage trend measurement was 2.90 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(6) 2010, the telemetered battery voltage was 2.57 v, while the daily battery voltage trend measurement was 2.90 v. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.